Event description:
It was reported that before a tka procedure, the anspach motor was detached from the back cable. The procedure was continued with manual instrumentation without delays. No other complications were reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. The reported problem was visually confirmed, the cable sheath came off of the collar near the drill end. Although the reported problem was visually confirmed, a functional evaluation was performed. The drill functioned without any issues. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode(s) identified similar events. This failure is an identified failure mode within the risk assessment. The clinical/medical investigation found the device malfunctioned during setup (anspach motor was detached from the back cable) and resulted in the navio case being aborted/converted to a manual jii case/instrumentation without delays. It was communicated that the ¿decision was taken before surgery with no influence on the patient¿. Based on the information provided, patient impact beyond the reported conversion to manual instrumentation/modified procedure would not be anticipated. No further medical assessment is warranted at this time. The most likely cause of this event is improper handling of the drill. The use of care and caution should be exercised during the surgical site set up and tear down to protect the drill and handpiece cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the drill and handpiece strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No containment or corrective actions are recommended at this time.